Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2018; 5076-45 lead implanted: on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a carealert with lead warning for high impedance. Follow-up with the physician's office indicated that there had only been the one high impedance measurement, with subsequent measurements within normal limits. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a care alert with lead warning for out of range high impedance.